Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen for a routing cleaning by their dentist where they mentioned to the dentist that they are experiencing a lot of pressure and pain when wearing the aligner. Dentist did an oral exam and reviewed radiographs on tooth #12, which is an implant. The aligner are on the implant which should not be moved or involved in treatment. This is causing pain and discomfort to the patient. Treatment should be discontinued to avoid further discomfort or possible failure of the implant. Letter of recommendation provided.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.